Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system that the system logs that device logs do show alarm abnormalities. The rse requested clarification from the customer on which boxes were affected by these alarms. The rse did not receive a response back from the customer. The manufacturing date for the reported device is prior to 24 sept 2016 so no UDI required. Reporting address postal (B)(6). Reporting institution phone # (B)(6). Reporting phone # (B)(6). Reporting address postal (B)(6).

Event description:
Philips received a complaint on the m3155 upgrade rel n.0 device indicating the system alarms do not sound for the heart rate and saturation. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.